Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix stent graft system, two (2) ovation ix iliac limbs, and ovation prime fill polymer. Approximately two (2) years post-initial procedure, during a routine follow up the patient was identified with a type ia endoleak and a type 2 endoleak (non-device related). A date for a re-intervention has not yet been set.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak and type ii endoleak are confirmed. This is consistent with the reported adverse event/incident. The type ii endoleak is likely anatomy related. A possible contributing factor to the type 1a endoleak is that the landing zone for the sealing ring was angulated with an average diameter of 30.3mm. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer - updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.